Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. Firmware power on reset (por) occurred on (B)(6) 2016 with reason: flash block move invalid address reset, micro-process was master of the bus at the time of reset.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.